Manufacturer narrative:
The device used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established as the product performed as intended during evaluation. The functional evaluation found: no malfunction revealed. Review of the manufacturing records found: all acceptance criteria compliant, no indication of any deficiencies. Review of complaint history in the last 4 years found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: no fault found - in relation to the blockage alarm. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Corrective and preventative actions are being taken with relation to the reported failure mode. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customers and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that during treatment the pump would not stop beeping. No patient impact reported. Treatment have been postponed for short intervals as the wife tried to fix the problem by turning the pump off and on again. Or she would leave the pump off for a bit. A replacement pump was sent to the customer 2 days after the incident.